Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was feeling a pulsation instead of a vibration. Patient changed settings and noted they were ¿feeling good and vibration was good.¿ the patient was not sure how the setting was changed and noted they ¿put the programmer on the dryer and that was it.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).